Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8336-70 serial #: (B)(4) description: coveredge 32, 70cm 4x8 surgical lead it is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had acquired an infection at the incision site of the implant since the procedure. The physician believed it was a superficial skin infection and not procedure related. The patient was given antibiotics and was getting better.

Manufacturer narrative:
Additional information was received that the patient had infection at the lead site. It was also reported that the physician did not believed it was device related.

Event description:
A report was received that the patient had acquired an infection at the incision site of the implant since the procedure. The physician believed it was a superficial skin infection and not procedure related. The patient was given antibiotics and was getting better.